Event description:
It was reported that the caller experienced cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received complete pump reset information from technical support and successfully started their sensor session without further issues.